Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the device was pulled out of the hoop and handed to the physician, there was no stent present. The stent was found on the stylet. The device was not used on the pt. There is no additional event or pt info available.

Manufacturer narrative:
(B)(4). Results code - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and on the shaft. There was contrast on the balloon, on the shaft, and in the inflation lumen. The stent implant was returned dislodged from the balloon. The stent implant was returned on the stylet. The struts in the first row at the proximal end of the stent implant were crushed. The struts in the middle portion of the stent implant were stretched and mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The yellow protective sheath was returned. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant middle outer diameter could not be measured due to the damages noted. The stent implant proximal and distal outer diameter measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the returned protective sheath. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.